Event description:
Reportedly, this device was explanted after approximately a 3 year, 4 month implant duration due to valve dysfunction.

Manufacturer narrative:
Evaluation summary: extensive calcification is evident on all three leaflets. The free margins of leaflets 1 and leaflet 2, at commissure 2 exhibit extrinsic calcification. This extensive calcification led to stenosis, incomplete coaptation, and minimal mobility in the leaflets. Host tissue overgrowth is minimal to moderate, encroached onto the tissue by 3mm on inflow aspect and 2mm on the outflow aspect. Thin and faint layer of the host tissue is also visible on leaflet 3 on the inflow aspect. The x-ray demonstrates stent distortion. Calcification and host tissue are patient related conditions that can impact the performance of the device.